Manufacturer narrative:
Additional information: it was noted that no lot number or product evaluation sample was available. Therefore, a detailed investigation or batch review cannot be conducted. This complaint evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This case was reported to the manufacturer via FDA's medwatch program. The report, dated 11/27/2015, was received by the manufacturer's complaint handling unit on 12/22/2015. It was reported the patient underwent surgical removal of a previously implanted spinal fusion device. Post-operative, an aquacel&#59393;ag surgical hydrofiber&#59396;dressing (unknown size) was placed over the surgical incision site. Initially, the patient experienced "some itching" at the dressing location, which worsened with time. The dressing was removed seven (7) days post-operative. Upon removal, the patient's skin showed signs of an "allergic reaction/contact dermatitis" with redness and blistering under the adhesive portion of the dressing. The patient was sent home and advised to keep the area clean. The patient used gauze pads, taped to the back to her shirt, to protect the affected area and absorb the "oozing" from the wound. The patient's skin reportedly "could not tolerate any tapes or adhesives" during this time, although she had not experienced any tape sensitivities prior to this event. Five days later ((B)(6) 2015), the rash, blistering, itching and pain had spread. The area was examined by the patient's surgeon a second time and was referred to a dermatologist. The following day ((B)(6) 2015), the patient was examined by a dermatologist and was diagnosed with contact dermatitis. A skin/wound culture was performed. The patient was issued a prescription for a topical antibiotic (clobestasol, 0.05%) and a topical steroid cream (mupirocin, 2%). The patient presented for a follow-up appointment with her dermatologist two days later ((B)(6) 2015). By this time, the patient's skin was blistered, broken, "severely" inflamed and the patient experienced "intense itching." Further examination of the affected area found the patient was suffering from an "ID reaction due to the intense inflammation of the contact dermatitis." The patient was issued a prescription for a 15-day course of a corticosteroid (prednisone). Additionally, the results of the patient's skin/wound culture were reviewed and revealed the patient had developed a staph infection. The patient was issued a prescription for a course of antibiotics (sulfamethoxazole/trimethoprim, 800mg/160mg tabs).